Manufacturer narrative:
Merge technical support shipped replacement hardware, a ups tripp lite 1000va (RMA #12014), to the customer on 28mar2017. The faulty unit was returned to merge healthcare by the customer and was received on 05apr2017 for evaluation. The results showed that the ups would not run on battery power and it failed battery self-tests. The batteries were subsequently replaced and the unit passed all testing. It was confirmed that the replacement hardware corrected the customer's problem.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the ups (uninterrupted power supply) emitted a sulfur odor. There was no patient involvement. With a smell/gas being emitted from a ups, there is a potential for little to no impact to those breathing in the smell to a potential for harm. The customer has not reported any ill effects as a result of exposure to the ups smell. (B)(4).